Manufacturer narrative:
Additional narrative: it was reported that the patient underwent cystoscopy and collagen injection on (B)(6) 2007 due to urinary stress incontinence. It was reported that the patient underwent cystoscopy and injection of coaptite on (B)(6) 2013 due to urinary stress incontinence and possible intrinsic sphincter deficiency. It was reported that the patient underwent cystoscopy on (B)(6) 2013 concurrently with urethral dilatation, and incision of bladder neck due to urinary retention and post coaptite injection.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh as implanted due to sui. It was reported that following insertion the patient experienced urinary problems, recurrence and dyspareunia. It was reported that the patient had a hysterectomy in 2010. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2012 and elevate was implanted. It was further reported that the patient underwent a gynecological procedure on (B)(6) 2012 and obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017 narrative: it was reported that the patient underwent mesh removal on (B)(4) 2015.